Event description:
General report received of an unspecified number of undocumented incidents of the clave ports remaining in the open position; subsequently, blood loss was noted. The tubing sets were being used to deliver unspecified solutions. After unspecified lengths of time in use, the customer contact reported that unspecified syringes were used to access the clave ports on the tubing sets. It was reported that upon removal of the syringes, the silicone sleeves of the clave ports remained depressed and unspecified volumes of blood loss were noted. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded.